Manufacturer narrative:
Customer reported that during a procedure surgiphor bottle busted. No patient impact has been reported. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). This MDR represents the surgiphor (device #2). An additional MDR was submitted to represent the surgiphor (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two surgiphor bottles (device #1 & #2) busted during a total joint procedure. No health consequences were reported.

Event description:
It was reported that two surgiphor bottles (device #1 & #2) busted during a total joint procedure. No health consequences were reported.

Manufacturer narrative:
Customer reported that during a procedure surgiphor bottle busted. No patient impact has been reported. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Addendum. This supplemental MDR is submitted to document the result of investigation performed to analysis root cause. After investigation, the cracked surgiphor bottle was confirmed. A definitive cause of the crack was not determined. A device history record review found no non-conformances associated with this issue during production of the reported possible batches (4218292 & 4101265). The most probable root cause can be attributed to post manufacturing handling. A CAPA has been opened to further investigate the reported issue. Complaints are monitored and reviewed for emerging trends. Updated fields: b4, g3, g6, h2, h6, h10. This supplemental MDR represents surgiphor (device #2), an additional supplemental MDR was submitted to represent the surgiphor (device #1) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.